Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was not receiving relief and was feeling discomfort in feet from the scs stimulation. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.